Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) inappropriately marked sinus tachycardia as pacemaker mediated tachycardia. Additionally, the ventricular pace was occasionally oversensed on the atrial channel and led to inappropriate atrial tachy response episodes. A high out of range shock impedance greater than 125 ohms was also observed. Boston scientific technical services reviewed the device data and recommended reprogramming. The patient has been scheduled for a follow-up to review the programmed settings and the high shock impedance. There is no evidence at this time that the right atrial (ra) or right ventricular (rv) leads are boston scientific products. This ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received after the patient follow-up. The model and serial number of the ra and rv leads were provided. At the follow up, the high shock impedances were reviewed and no changes were made. The patient will continue to be monitored via routine follow-ups. No adverse patient effects were reported.